Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reported their ipg had been moving inside their pocket and causing discomfort when they put on or would remove their pants. The rep noted that the environmental/external/patient factors involved with the event were that since initial implantation the patient had lost approximately 40 pounds. The rep noted that the actions/interventions taken to resolve the issue was that the pocket was opened surgically and the ipg was removed. The device and the lead were inspected for any defects, the surgeon removed the capsule (understood as ins) and created a deeper pocket. The ipg was put in place, anchored with an absorbable suture and the incision was closed. It was noted the issue was resolved at the time of the report and the device remained implanted. There were no further complications reported/anticipated.